Event description:
The customer contacted physio-control to report a non-critical issue with their device. The customer advised that their device was prematurely displaying the charge-pak (battery) icon. Upon evaluation of the customer¿s device, physio-control observed that the device on/off button intermittently would not activate the device. The lid would open, however no voice prompts were heard and the device did not power on. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. The device was scrapped at the request of the customer, therefore further evaluation was not possible. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. The customer advised that their device was prematurely displaying the charge-pak (battery) icon. Upon evaluation of the customer¿s device, physio-control observed that the device on/off button intermittently would not activate the device. The lid would open, however no voice prompts were heard and the device did not power on. There was no patient use associated with this event.